Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported that the central nurse's station (cns) spontaneously powered off due to the failure of the connected uninterruptible power supply (ups). The cns did not boot up properly after they removed it from the ups and plugged it into the wall socket. It kept getting stuck at the bios window. No patient harm was reported. Service requested / performed: troubleshooting: the nihon kohden (nk) technical support (ts) agent advised the customer to powered down the unit and remove the port 1 hard disk drive (hdd). Then, the ts agent asked the customer to power up the unit and it booted fully into the cns application. The cns was able to properly register all patients/monitors in use. Then, the hdd was plugged back into port 1 and verified that it was rebuilding the raid by checking the intel program (shell). Investigation summary: the root cause of the reported cns spontaneously powering off was determined to be the ups failure. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly due to an uninterruptible power supply (ups) failure while monitoring patients.

Manufacturer narrative:
The cns did not boot up properly after removing it from the failed ups and plugging it into the wall. It kept getting stuck in the bios window. It was discovered that one of the hdds needed to rebuild raid, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly due to an uninterruptible power supply (ups) failure while monitoring patients.